Event description:
Caller reported a malfunction on the pump, displaying malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, successfully resolving the issue. The customer was advised to continue using the pump and to call back if the malfunction code recurred, which the caller acknowledged and understood.